Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that unspecified volumes of air were noted at an unspecified locations of the tubing sets and in the solution containers. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided including if the tubing sets were replaced and therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.